Event description:
It was reported that the patient underwent a multiple level posterior approach spinal surgery using rhbmp-2/acs and an axial lumbar cage on (B)(6) 2010. It was reported that the patient underwent a second surgery on (B)(6) 2011. On (B)(6) 2011, patient underwent another surgery where rhbmp-2/acs was used. On an unspecified date, rhbmp-2/acs was used in a multiple level spinal surgery. The patient underwent a surgery on (B)(6) 2012. It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. It was reported that on (B)(6) 2012, patient underwent surgery consisting of a sacroiliac joint fusion using allograft and rhbmp-2/acs. Bone implants were on the left side of her spine. Post-op, pain persisted and pain increased. Patient also underwent surgery consisting of l4-l5 laminotomy and foraminotomy using rhbmp-2/acs on (B)(6) 2012. Post-op, patient suffered from severe pain and walking problems. On (B)(6) 2012, revision surgery was done to correct screw placements is the si joint using rhbmp-2/acs. It was reported that the patient experienced unspecified injuries due to rhbmp2. On (B)(6) 2013, revision surgery was done to remove the hardware and to correct failed fusion using rhbmp-2/acs. No other information is provided.

Manufacturer narrative:
(B)(4).